Manufacturer narrative:
This investigation is complete. Upon further information this investigation will be updated.

Event description:
It was reported that many anti tachycardia response episodes were seen due to noise exhibited by this right ventricular (rv) lead. No asystole for > 2 second was reported. No further changes were made. No adverse patient effects were reported.

Event description:
It was reported that many anti tachycardia response episodes were seen due to noise exhibited by this right ventricular (rv) lead. No asystole for > 2 second was reported. No further changes were made. Additional information noted that intermittent noise was once again exhibited on the rv lead and low out off range pace impedance measurements resulting in the lead safety switch to be activated. The patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Upon further information this investigation will be updated.